Event description:
It was reported that bd undisclosed pivc device needle did not retract and needlestick injury occurred. The following information was provided by the initial reporter: we have had an issue with one of the cannulas where the cannula didn't retract and the member of staff was left with an needlestick injury are you able to look into whether there has been any other issues regarding the lack of retraction on cannulas please so I can clode down this incident.

Manufacturer narrative:
Lot # 2329770941 was provided but cannot be verified without a material number. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.